Event description:
It was reported that the right ventricular lead developed "very" high thresholds and the physician observed "fluid" under the insulation on the removed lead. Also reported, if this event was related to "cardiac scarring vs. [A] lead issue." The lead was explanted and replaced with a new lead. No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.